Manufacturer narrative:
The device was used in treatment. The device was not returned for analysis, therefore, the exact cause of the product issue cannot be determined and the clinical observation could not be confirmed. However, following controls are in place to mitigate the reported product issue. A review of the device manufacturing inspection procedure (permanent pacing lead final inspection) was review to verify that the device was inspected. "Acceptance criteria all products must meet predetermined specifications in each step of this procedure. If product does not comply with specifications, it must be rejected. An unusual or questionable or often repeating defect must be reported to qa management immediately." Electrical function: electrical resistance has to be checked with a multimeter. Record ohms readings on work order. All tubing will be inspected according to procedure # 9b-50-001x-e, "criteria/inspection of polyurethane and silicone tubing". The electrodes should be clean and have no adhesive or other residue. Electrodes should be smooth and free of scratches. The lot number was not provided by the customer, therefore the device history records could not be reviewed, however, inspection procedures require any oscor product pass all in-process and qa final inspection before shipping to the customer. Instructions for use (IFU) - (permanent implantable pacing leads) under general warning: the pacing leads are implanted in the extremely hostile environment of the human body. Because the leads are very small in diameter and must be very flexible, it inevitably reduces their potential performance and longevity. Leads may fail to function for a variety of causes, including medical complications, body rejection phenomenon, allergic reaction, fibrotic tissue, or by breach of their insulation covering. No further follow-up for investigation, a CAPA is not required. The event will be re-evaluated if additional information becomes available.

Event description:
The right atrial lead was capped due to low impedance and insulation breach. Patient is stable (bt, female). No additional information available.

Manufacturer narrative:
Correction to h10 summary: the device was in service for approximately 10 years, 9 months before being abandoned / capped on 02/17/2022. The lot number was not provided by the customer, therefore the device history records could not be reviewed, however, inspection procedures require any oscor product pass all in-process and qa final inspection before shipping to the customer. No further follow-up is required. Based on the investigation, a CAPA is not required. This lead is no longer manufactured by oscor. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.